Event description:
On april 20, the patient's father reported that the buttons were not always activating desired pump functions when pressed. The keypad is intact and not peeling or lifted. The user reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the down button is intermittently unresponsive. There was no visible damage to the keypad, which was removed for investigation. Contamination was found under all button contacts unrelated to this complaint, the display screen was dim/fading. When replaced with a test screen, the display functioned properly.